Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/13/2017 with the following findings: during visual inspection of the pump, it was observed that the keypad cover was intact. The ¿down¿ keypad button was intermittently responsive during the investigation. The keypad was removed and it was found that the ¿down¿ button was cracked. The investigation was able to duplicate the initial complaint about an unresponsive keypad. The pump was opened to inspect the keypad flex and it was found to be fully seated in the connector with the latch closed. There was no evidence of moisture found internally. Unrelated to the initial complaint, it was observed that the battery compartment had two cracks and the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.